Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual inspection identified the presence of three circumferential grooves around the distal tip of the outer diameter. Device functioning testing with the returned ar-9570-20 sleeve showed the driver shaft was able to connect, but has resistance when spinning or disassembling. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 03/22/2022, it was reported by a distributor via sems that a ar-9597-20 reamer sleeve, and a ar-9676 shaft are caught on to one another. This occurred during an unknown case, with no patient effect reported. The case was completed using a backup tray.